Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a hemostasis procedure performed on january 06, 2023. During the procedure, the physician had the elevator up on the duodenoscope and pulled hard on the catheter to remove the device, resulting in the needle and probe detaching from the device. The physician then looked around the patient with the duodenoscope and then an edg scope for the missing parts and could not find them in the patient. He also ran forceps down the scope while it was outside the patient to see if the parts were inside the scope, and they did not find them. The device fragments were left in the patient and the procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of the needle and probe fell off the catheter. Block h10: investigation result- the returned injection gold probe was analyzed. The visual evaluation found that the tip of the device was detached. In addition, the working length was found kinked in the distal section. Microscopic inspection revealed that the needle punctured the working length. No other problems were noted. The reported event was confirmed. Product analysis identified that the distal tip was detached inspection was noted that the needle was returned and punctured the working length. It was also noted that the working length was found kinked. Most likely procedural factors as handling of the device, the technique used by the physician, could have caused that the working length was bent causing that the needle doesn't extend and punctured the working length. Based on all available information and analysis of the returned device, the most probable cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the physician had the elevator up on the duodenoscope and pulled hard on the catheter to remove the device, resulting in the needle and probe detaching from the device. The physician then looked around the patient with the duodenoscope and then an edg scope for the missing parts and could not find them in the patient. He also ran forceps down the scope while it was outside the patient to see if the parts were inside the scope, and they did not find them. The device fragments were left in the patient and the procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. Note: it was reported that the physician had the elevator up on the duodenoscope when removing the device. However, according to the instructions for use (IFU) it states "caution: always insert and remove this device with the flexible portion of the scope in a neutral position".

Manufacturer narrative:
Device code (B)(4).